Event description:
The hospital reported a system shutdown resulting in loss of mechanical ventilation during a case. It was reported the unit was replaced and case resumed.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on / standby switch was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).